Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker failure and requested the piic l speaker part number. There was no patient incident.